Event description:
It was reported that "staple jamming" while in use on a patient. As a result, a new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528235 visistat 35w 6/box. The stapler was visually inspected with and without magnification. The trigger was partially engaged. The front two staples were severely misaligned and there were 36 staples remaining. Upon closer inspection, the rail was severely deformed. The rail was bent in a "u" shape displacing the staples. Biological material was found on the device. A functional inspection was performed on the sample by engaging the trigger and attempting to fire staples from the returned stapler. The stapler did not fire. The stapler was disassembled for further inspection. The cover block was inspected, the bottom and rail at the back of the cover block were both correctly positioned and welded. The front part of the rail was bent in a "u" shape which had displaced the staples and was preventing them from firing. A non-conformance was opened by the manufacturing site to further evaluate this issue. There was minor die cast anomalies on the forming tool. The reported complaint of "misfire/jamming - info not provided" was able to be confirmed based upon the sample received. The customer returned one unit of 528235 visistat 35w 6/box for investigation. Upon visual inspection of the returned sample, two staples were found to be severely misaligned at the front of the cover block. The rail at the front of the stapler was also severely deformed preventing any staples from being fired. Upon the functional inspection, no staples fired when engaging the trigger. The stapler was disassembled for further inspection. The bottom and rail at the back of the cover block were both in the correct position, not deformed and welded properly. Die casting anomalies were discovered on the forming tool. The source of the rail deformity could not be conclusively determined. A non-conformance was opened to address the issue of defective rails in wide visistat staplers. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn# (B)(4).complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staple jamming" while in use on a patient. As a result, a new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".